Event description:
Early this year, a co hip screw assembly was implanted in a female patient with a subtrochanteric fracture of the femur. On 3/24/1997, x-rays showed that the rails of the plate were broken and the hip screw no longer attached to the plate, and the femur fractured at the original site. The hip screw was explanted and replaced with a total hip. The surgeon reviewed post op x-rays from the original surgery and noted that the screw was not properly seated in the slot of the plate.